Event description:
On (B)(6) 2010, pt reported he had a white residue on the inside of his insulin cartridge compartment. Pt stated, he had not spilled insulin inside of the cartridge compartment. Advised pt to remove the insulin cartridge and return the piston rod. Pt reported when he returned the piston rod, the white residue was cleaned out above the piston rod but the white residue below the piston rod was unable to be removed. Pt stated, he cleaned it with a cotton swab. Pt reported when he takes his infusion adapter off, there is always a "foam" that forms where the luer lock and the insulin cartridge connect. Pt stated it's a foam that forms there and he "can blow on it and it goes away." Pt reported this occurs almost all of the time. Pt is using u500 insulin inside of the infusion device. Educated pt that it is advised to use u100 insulin in the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.